Event description:
It was reported that a patient experienced a thrombosis during use of a one-link, needle-free, IV connector. The one-link connector was attached to a non-baxter peripherally inserted central catheter (PICC) line during patient infusion. The connector could not be flushed, as there was a blood clot in the line. The blood was the only source of the clotting. The PICC line had to be replaced. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The issue occurred between (B)(6) 2013. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up report will be filed.